Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the evaluation of the images provided, it can confirmed that the stent was stenosed and fractured and that the patient was treated with an additional stent. The single stent struts were not clearly visible on the images and no complete fracture with an axial displacement of the stent at the fracture site could be identified. Potential factors which may have led or contributed to the reported stent fracture have been considered. Previous investigations of similar complaints have been reviewed. Stent elongation during deployment may lead to subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, or an insufficient pre or post-dilation may result in an irregular stent placement. Also highly calcified vessels, the patient's condition or the vessel anatomy can contribute to an irregular stent placement and subsequent fracture. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct application of the device. Also the IFU states that arterial occlusion and restenosis of the treated vessel are potential adverse events that may occur. Furthermore, the IFU states: "pre-dilation of the lesion should be performed using standard techniques" and "post stent expansion with a pta catheter is recommended."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that the vascular stent was found to be fractured and restenosed four months post placement in the distal sfa. An additional balloon dilation was performed and a covered stent was implanted to successfully treat the patient. The patient remained asymptomatic.